Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that approximately 48 months post stent graft implant the patient was treated for stent graft migration. The CT demonstrated that the stent graft had migrated approximately 1.8 cm. Resulting in a type I endoleak. The cause of the migration was dilation of the aortic neck due to severe disease progression of the arteries. The physician placed a manufacturers device, due to the large diameter of the aortic neck which was 31mm but the type I endoleak did not resolve. The physician elected to remove the stent graft and the other manufacturer's devices. An open surgical repair was performed with conversion to conventional stent graft. No additional clinical sequelae were reported and the patient is stable.